Event description:
A wound infection (pseudomonas) was reported. Infection was located at the pump surgical site. The device was explanted. The patient had recovered without sequela. The type of medication intended/being administered via the pump, was not reported.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.